Manufacturer narrative:
On 4/12/16 - based on the analysis, it was determined that this event be reported to the FDA. The performance of the lead under complaint was scrutinized. Upon receipt, the selox st was found heavily elongated. The analysis of the selox st lead revealed a rubbed through insulation in the region of the tricuspid valve. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages of the lead resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was returned with partial oos documentation from medtronic, inc. Per oos, this patient expired on (B)(6) 2012. The following physician's office has no information regarding this patient's death. There are no known complaints associated with the functionality of this device. Should additional information become available, this event will be updated. On 4/12/16 - based on the analysis, it was determined that this event be reported to the FDA.